Event description:
Patient admitted for a driveline infection on (B)(6) 2016 with abnormal labs: plasma-free hemoglobin 50, ldh 1066. Patient reported several pi events but denied any dark urine. Ramp study (B)(6) revealed lv decompressed - aov surgically closed (no evidence of vad dysfunction). On (B)(6) 2016: interrogation of device noted flows increased from 5 to 11.5, power spikes from 5.3 to 10.4; several pi events noted. Patient placed on heparin drip. No evidence of hf on exam or hemoglobinuria; (B)(6) cta of device did not reveal thrombus in the lvad cannula. Right heart craterization on (B)(6) with decompression of lv (ra 10, pap 30/13, co 5.2 l/min, ci 3 l/min, pcwp 5 at speed 9000 rpm). Device details on (B)(6) 2016: flow: 4.4, speed: 9000rpm, pi: 4.3, power: 5 watts.

Event description:
Patient admitted for abdominal pain and driveline infection on (B)(6) 2016 with increased ldh on admission. Patient with subtherapeutic inr 1.5 ((B)(6) 2016) prior to admission. Hemolysis treated with heparin; clopidogrel added (B)(6) 2016. Ldh continued to rise through patient initially denied symptoms of dark urine; baseline 300's. Plasma free hemoglobin decreased from 50 mg/dl on (B)(6) 2016 to 18 mg/dl on (B)(6) 2016. Patient developed hemoglobinuria on (B)(6) 2016 and had increased abdominal pain similar to symptoms of prior mesenteric ischemia in 2015 post-lvad implant. On (B)(6) 2016 cta of abdomen/pelvis could not exclude thrombus. Intravenous gpiibiiia inhibitor (eptifibatide) added. The decision was made to exchange her device on (B)(6) 2016.

Event description:
Pt admitted for abdominal pain and anemia (hgb 6.6) on (B)(6) 2016; exploratory laparotomy on (B)(6) 2016 revealed ischemic small bowel requiring resection, ldh decreased post-op to 370 u/l. On (B)(6) 2016, pt presented with right sided weakness and aphasia; CT scan revealed l mca embolism requiring thrombectomy. Pt was treated with heparin and low dose asa post-procedure. Ldh trended upwards to 607 on (B)(6) 2016. Pt's status remained guarded due to acute cva and anastomotic leak found on CT scan on (B)(6) 2016. Pt elected to pursue palliative care/hospice on (B)(6) 2016.